Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). During the procedure, it was reported the physician was not able to see the marker band on the marathon catheter under fluoroscopy. The catheter was removed from the patient. The physician did not inspect the marathon prior to use and was not able to see the marker band after the catheter was removed from the patient. No patient injury was reported as a result of the procedure.